Manufacturer narrative:
Received additional information stating the cerebral hemorrhage healed and the current patient's condition is fine. The hypertensive emergency is not considered an adverse event and not related to the solitaire device usage since the patient already had high-blood pressure. In addition, the mrs got worse after the procedure; however, it's not considered as adverse event and not related to the solitaire usage since it was caused by the primary disease. Without the treatment using the solitaire, the rankin scale could have been worse of 5 or 6. The reading of systolic blood pressure and blood glucose level are correct. (B)(4)

Manufacturer narrative:
Received information that the asymptomatic hemorrhage occurred in the left putamen.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Information received from the (B)(6) clinical study. Treatment of an acute stroke. The patient presented with high blood pressure, nihss = 18 (national institute of health stroke scale, 18 = moderate to severe), mrs = 3 (modified rankin scale, 3 = moderate disability, requiring some help but able to walk without assistance), aspects CT = 8, aspects dwi = 6, tici = 0, and a vessel in the right internal carotid artery was occluded. On (B)(6) 2014, the patient underwent mechanical thrombectomy without any issues (tici = 3). 17 days post procedure, the patient had a ph1 cerebral hemorrhage. The patient was asymptomatic. The cause of the hemorrhage was unknown; however, the physician considers that there is a low possibility that the hemorrhage was caused during use of the solitaire fr.